Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10488. It was reported that a rotawire tip detachment occurred. The target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A rotawire¿ and a rotablator burr were selected for use. During the procedure, it was noticed that the .014 spring loaded radiopaque tip of the rotawire came off. When the burr was then advanced, the device came in contact with the tip of the rotawire and cut the tip off. The detached portion of the rotawire was successfully removed from the patient's body through snaring. Finally, the physician proceeded with angioplasty and stenting. The procedure was completed with a different device. No further patient complications were reported and the patient's status was fine.